Event description:
The primary indication for the index procedure was acute myocardial infarction with shock. This procedure was emergent. Diseased vessels with greater than of equal to 50% stenosis were noted as left anterior descending, circumflex, and right coronary native arteries. The target site was the proximal lad (vessel diameter 3.0 x lesion length 15) with 100% stenosis and timi 0 grade flow. The lesion was a de novo of the native coronary artery. There was no bifurcation and this was not an ostial lesion. However, there was little to no calcification. The lesion was predilated and a cypher 33mm x 3.00 stent deployed with angiographic success. Postprocedural diameter stenosis was 0% with a timi iii grade flow. However, prior to discharge seven days later, the pt experienced polymorphic ventricular tachycardia and died.